Manufacturer narrative:
The complaint sample was received incomplete (no removable nose) at viant for evaluation and the reported event was confirmed. The chain assembly was broken at the cardan joint nearest the blue knob. Both of the short pins that were welded to the fork closest to the blue knob were fractured away from the fork and also not received with the complaint sample. The fork nearest the blue knob was also bent outward. The block and fork components showed some deformation (gouges) inconsistent with intended use. The long pin was still welded in place. The long pin is intended to be assembled to the fork nearest the blue knob and welded, however it was not assembled in this manner on this complaint sample. This incorrect assembly may have contributed to the observed breakage. There were several gouges on the blue knob that may have been caused by pliers or something similar, however that is unknown. These gouges are not consistent with intended use. There was also deformation observed on the cardan fork nearest the threaded end that was also not consistent with intended use. It was also observed that the weld adjoining the ratchet housing and offset cup impactor (oci) body is slightly fractured. There were several deformities observed in the surrounding area of the ratchet assembly, which are inconsistent with intended use. The ratchet teeth showed some signs of wear/deformation, some inconsistent with intended use as well. Other observations: there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; there were several observations of deformation throughout the complaint sample that were not consistent with intended use, including some off-axis impactions; the returned complaint sample was etched per applicable drawings. In conclusion, the reported event is confirmed as the chain assembly was broken at the cardan joint nearest the blue knob. The broken cardan joint was assembled incorrectly, which may have contributed to the breakage. There were also observations of unintended use that also contributed to the observed breakage. B4, d10: device received (B)(6) 2019, just after initial submittal. Follow-up was completed on (B)(6) 2020, however a server outage deleted the information from viant servers before it could be submitted. H3: updated as device evaluated. H6: updated method, result, conclusion codes.

Manufacturer narrative:
The complaint sample has not yet been received for evaluation. Once the device is received and the investigation is completed, a follow-up medwatch 3500a emdr will be submitted. Report received from distributor, depuy orthopaedics inc.

Event description:
It was reported during an unknown procedure that after inserting the shell, the doctor went to unscrew the handle from the cup and the handle was just spinning. Upon removal, the drive chain of the impactor was broken. There was a two (2) minute surgical delay reported to remove the cup from the handle. No adverse events nor patient consequence were reported as a result of the malfunction.